Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. No enhancements or improvements were generated for the reported condition. Based on the evidence available the reported condition was not confirmed. The file will be closed as fired satisfactorily. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, there was poor staple formation on the distal end of the staple line. Malformed staples were removed from the patient. Another stapler was used to complete the case. There was no patient injury.